Event description:
(B)(4). My vitamin d !; kidney functions are low! I've had labs done 2 times in 3 months !; they are still low! Never had this problem before! Severe bloating, abdominal pain and mood swings! Now on vitamin d, prozac !; klonopins.